Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The surgeon reported leaking from the device. The device was removed and discarded. Another device was used to complete the case. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.